Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that (B)(6) 2008: the patient was admitted with the following diagnosis: t7-t8 thoracic disk herniation with t8 compression fracture. He underwent the following procedures: 1. Posterior arthrodesis t6-t7, t7-t8, t8-t9. 2. Posterior segmental instrumentation t6-t7-t8-t9. 3. Right iliac crest autogenous autograft. 4. Utilization of fluoroscopy for localization of operative levels, placement of pedicle screw fixation. 5. Utilization of free-running and specific pedicle screw testing with monitoring system. The following implants were used in this surgery: demineralized bone matrix ; spinal rods; end-caps; screws. No patient complications were reported. (B)(6) 2011: the patient was admitted with the following preoperative diagnoses: status post thoracic disc fracture at t8, disc herniation, chronic thoracic pain, status post prior attempted fusion t6-t9 with what appears to be suspected pseudoarthrosis at c7-8. He underwent the following procedures: 1. Posterior t6-t7 and t7-t8 arthrodesis utilization of rhbmp-2 sponges, local bone graft, bone graft, bone marrow aspirate from the t7 vertebral body. 2. Posterior segmental instrumentation utilization of cobalt chrome instrumentation set t6-7-8. 3. Inspection of arthrodesis t6-7, t7-8, t8-9. 4. Utilization of local bone graft for fusion purposes. 5. Utilization of bone marrow aspirate for fusion purposes. 6. Stabilization of fluoroscopy for localization of levels and insertion of hardware. Per op notes, a fair amount of cortical bone dust was obtained in the process and this coated the entire fusion area going from t6 down to t8 with an abundance of local bone graft. In addition to this, the surgeon applied other fusion materials. 6-7 ml of bone marrow aspirate was obtained from the pedicle screw in hole from t7 vertebral body; this had been applied to rhbmp-2 sponges and also to some bone graft. These materials were then combined and packed in the area extending from t6 down to t8 filling the entire area. A large rhbmp-2 had been utilized. In the end, these materials were combined with local bone graft, filling the entire space and around the hardware. The rods were then inserted along with the set screws and all properly torques down. No patient complications were reported. (B)(6) 2013: the patient presented with the following preoperative diagnoses: thoracic or lumbar intervertebral disc displacement without myelopathy; displacement of intervertebral disc, site unspecified, without myelopathy. He underwent the following procedures: classic intrathecal block (B)(4) with 23 mg preservative-free morphine and fluoroscopy (B)(4). No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2